Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed and not detected on bus. A field service engineer powered off both the refrigerator and the station. After waiting one minute, fse powered the refrigerator back on. Once the refrigerator was fully operational, fse powered on the station. After the station came back online, fse asked the customer to log in to attempt to recover the failure; however, the error was no longer present. The customer inventoried the medications in the refrigerator, and the customer also completed medication inventory verification in the refrigerator. The system functioned as intended after the field service engineer repaired the device.